Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) tip insturment guard broke in two. The scissors remained completely attached to the instrument, only the blunt plastic part fell into the abdominal cavity. The foreign body was removed without complications, and there were no additional injuries to the patient or delays to the operation. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned. A review of the provided image was performed, and the image exhibits an sp tip accessory with the metal scissor portion and the outer retaining portion separated. Due to the low image quality, it was not determinable if damage was present. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.